Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was further described as a small clear plastic particle in the tpn bag. This was identified during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from august 26, 2021 - august 27, 2021. The actual device and photograph of the sample was received for evaluation. Visual inspection along with magnification was performed in the returned samples and no particulate matter was observed in the actual sample; however, the photograph showed a white elongated polymeric appearing particle morphologically consistent with fill port material inside the container that was partially filled with an unknown liquid solution. The reported condition was verified in the photograph; however, not verified in the actual sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.